Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.

Event description:
Clinical study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient required a coronary artery bypass graft (CABG). The patient presented with angina. The first diagonal was treated with angioplasty and an unspecified non study 2.5x15mm taxus stent was attempted to be implanted but was unsuccessful at crossing the left main. Residual stenosis was less than or equal to 30%. The rca was treated with a 2.5x12mm taxus express2 stent, reducing the stenosis to less than or equal to 30%. At 981 days post the index procedure, the patient presented to the emergency room with shortness of breath, chest pain relieved with nitroglycerin and subsequent shortness of breath. The patient was admitted with congestive heart failure and unstable angina. On day 983, the patient underwent angiography which revealed: left main coronary artery (lmca): 30% stenosis; left circumflex (lcx): 50% stenosis; proximal cx: 50% stenosis; proximal right coronary artery (rca): 60% stenosis lesion was without branch point; mid rca: 50% stenosis lesion was without branch point. On day 984, echocardiogram revealed: normal left ventricular (lv) systolic function, severe aortic stenosis and mild to moderate mitral stenosis. Aortic valve replacement and CABG were recommended. On day 987, the patient underwent repeat revascularization via cabgx2 with left internal mammary artery to the left anterior descending artery with an end to side anastomosis, saphenous vein graft to the right coronary with an end to side anastomosis. The patient then underwent an aortic valve replacement. On day 995 the patient was discharged.